Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The lithocrush outer sheath was observed to be detached, stretched and kinked. The inner basket wires were found to be intact with no visible damage to the operation pipe, basket or the wires. The user facility had stated that the stone was large and hard, which appears to have caused the sheath to separate and prevent the lithocrush to operate properly. The device has been forwarded to the original equipment manufacturer for further evaluation. If significant additional information is received, a follow-up report will be provided. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography, the users observed a large stone in the common bile duct of the patient that was successfully retrieved into the basket. However, users reported that as the lithotriptor was engaged, a snap was heard, and the basket would not open and/or close. The users were able to cut the device, remove the stone from the basket, and remove the device. Multiple attempts were made via phone and in writing to gather additional information from the user facility regarding the event, however, no additional information was received. There was no patient harm reported.